Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded dso seal. Functional testing was able to duplicate the reported problem. It was determined that fluid ingression to the device was the root cause. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3 - other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an audible alarm and error display. No patient injury was reported.